Event description:
The following information is from the article "failed amplatzer septal occluder device implantation due to an embryonic septal remnant". The device was successfully implanted with excellent pre-discharge transthoracic echocardiography. At 1-month transesophageal echocardiography follow-up, the device appeared to be perfectly stable but deviated from the true rim with a moderate high flow shunt. It was postulated that once the embryonal septal remnant had been caught by the device, it became stiffer and anchored to the true septum primum rim. It was therefore decided to remove the device surgically. Direct surgical inspection confirmed the suspicion. The partially endothelized device was removed, and the defect repaired with a patch.